Event description:
Had fatigue since 1984 with ibs. Gradually gotten worse since then. In 1994 diagnosed with hashimotos thyroid disease, fibromyalgia, rheumatoid arthritis. In 1995 diagnosed with osteoarthritis of lower spine. On 8/22 had all over body tremors & dr put in hosp. Diagnosed with chemically induced meningitis (aseptic) undifferentiated connective tissue disease, adjuvant breast disease, she has physical therapy 3 times a week, & takes klomopin baclofen, darvocet propulsid, axid, levothroid, & prozac.